Manufacturer narrative:
Updated fields; b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected fields: h6 (medical device problem code) a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) confirmed the issue and calibrated the helium pressure transducer. No parts were replaced. The unit passed all functional and safety tests according to factory specifications.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Additional initial reporter name is (B)(6) and event site telephone is (B)(6).

Event description:
It was reported by customer during routine check that the cardiosave intra-aortic balloon pump (iabp) unit had maintenance required code #5. There was no patient involvement reported.